Event description:
The customer alleged that he performed a control test using his breeze2 system and received a result of 182 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.